Manufacturer narrative:
Other relevant device(s) are : product ID: 3057, lot# unknown, product type: screening. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with a trial external neurostimulator (ens) for urge incontinence. It was reported that the patient's lower back area was swollen and bleeding. It was also noted that the patient experienced some pain from the surgery and he had to clean-up some blood. It was further reported on (B)(6) 2018, that when patient tried to increased stimulation, it said has reached the maximum level at 1.0 and also that the lead were disconnected. Patient also reported that they stopped feeling simulation and then noticed an error messaged that said lost connection and that when the pushed the ens button, they did not see the green light turning on , however when the battery were replaced the green light came up. Patient then said the battery must have been dead, patient then attempted hitting the ens button and the controller showed error: impedance cannot run and patient had stopped feeling stimulation then notice the error message that said lost connection patient further reported that they were still sore from trial and being groggy and have some pain on their left back. On (B)(6) 2018, patient stated that they were not feeling good and that the wires had moved and was hanging from the bandage and are slowly moving out of their body . Patient then stated the leads are still in the ens and that they have been careful with activities and has only squatted down. The patient has an appointment on the (B)(6) to get the lead removed because they are also causing them back pain, pressure and worse symptoms. No further complications were noted or anticipated.

Manufacturer narrative:
Product ID: 3057, lot# unknown, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Health care profession stated that the patient drank multiple alcoholic beverages the night of the surgery (post-op) and woke up with some blood on his bandage the next morning and that patient came in the next day and doctor found a broken temporary lead at the site where it connects to the grounding pad. No further complications were noted or anticipated.